Event description:
As reported by an affiliate, a savvy percutaneous transluminal angioplasty (pta) balloon ruptured during inflation. A male patient of unknown age and medical history underwent a pta of the sfa (superficial femoral artery). The lesion was described as heavily calcified, non-tortuous and cto 100% stenotic. The complaint product was delivered to the lesion and during inflation, it was noted that the balloon had burst. Actual pressure used for dilation was not reported. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the patient. A kaneka inflation device was used. Information about the type of contrast and saline ratio used was not reported. Another savvy balloon was used to treat the lesion and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The complaint of balloon burst was not confirmed on analysis; however, other damage was identified and was possibly related to the manufacturing process. A dpra has been opened to address this failure mode in the savvy family of products. Evaluation summary: a non sterile savvy 2.0 mm x 4 cm was received. The balloon of the catheter appears as if it had been inflated and deflated. No other anomaly was observed on the received unit. An attempt to inflate the balloon was made. The balloon was inflated; however, a leakage was observed on the shaft. A scanning electron microscope (sem) analysis was performed to receive unit. The results showed that the shaft's leakage could be related to a partial fuse of the balloon and shaft's material near the proximal seal. No internal or external damage could be found that could be related to the leakage failure. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst was not confirmed. The exact cause of the leakage on the shaft of the catheter could not be conclusively determined. Attempts to reproduce the failure were made; however, no leakage was observed on the sample units. It is likely that damage leading to the leakage on the shaft could be related to the proximal seal operation in the manufacturing process. Action taken: a dpra was opened to address this kind of defect on the savvy products.